Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected non-fasting blood glucose test result range is mg/dl. Testing performed once daily in the morning. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of meter's readings. Currently taking medication to manage diabetes. Comparing blood glucose test results form trueresult meter to husband's meter. Back to back blood test produced test results of 73 mg/dl using true result meter and 142 mg/dl using husband's meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is (B)(6) 2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 01:72 mg/dl, 07/23/2015, 07:52 am. 02:110 mg/dl, 07/22/2015, 07:50 am. 03: 127 mg/dl, 07/21/2015, 06:35 am. 04:123 mg/dl, 07/20/2015, 08:23 am. 05:114 mg/dl, 07/19/2015, 08:13 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected non-fasting blood glucose test result range is mg/dl). Testing performed once daily in the morning. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Comparing blood glucose test results from trueresult meter to husband's meter. Back to back blood test produced test results of 73 mg/dl using trueresult meter and 142 mg/dl using husband's meter. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/22/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.